Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the pump will not turn on anymore. Customer saw that there is moisture inside the compartment of the reservoir and a small crack next. Customer was advised that we are sending replacement pump.